Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an open reduction internal fixation (orif) surgery for the left humeral diaphyseal fracture was performed with an expert humeral nailing system. The surgeon tried to insert the spiral blade in accordance with the surgical technique but the blade interfered with the anterior side of the nail. This was confirmed by x-ray analysis. The surgeon removed the blade from the patient and found it was broken. Another blade of different length was inserted successfully by adjusting the inserter to face the anterior within the aiming arm. The surgery was delayed less than 30 minutes. Adverse consequence was not reported. This report is for one (1) 9mm ti cannulated humeral nail-ex/240mm-sterile this is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot . Part no.: 04.001.428s, lot no.: l157351, manufacturing location: selzach, release to warehouse date: 07.oct.2016, expiry date: 01.oct.2026, manufacturing location: monument, manufacturing date: 24-aug-2016. Part number: 04.001.428, 9mm ti cannulated humeral nail-ex/240mm, lot number: h173849 (non-sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.